Event description:
Baxter reported that a transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer set was placedin 2005. No pt injury or medical intervention wa associated with this incident per baxter.